Event description:
It was reported that a new freestyle libre 3 plus sensor was first scanned in the abbott app, which prevented pairing with the ilet, and the user was advised to replace the sensor and scan it with the ilet app to enable use. No adverse clinical symptoms reported. Outcomes included successful sensor insertion, successful scan on the ilet app, and initiation of the warmup period with no alerts or alarms. User support included troubleshooting and user education. Investigation of this case revealed that the sensor was already in use by another device, and replacing and pairing a new sensor with the ilet app resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing the sensor with a non-ilet application prior to ilet setup.